Manufacturer narrative:
Section d9 updated due to part return issue identified during evaluation of the device h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code. Although patient intervention details are unknown there was no injury to the patient. On september 8, 2023 during servicing for this issue, when the ventilator was powered on, the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿. The device is available for evaluation. The service personnel (sp) inspected the ventilator and during initial testing sp confirmed the the background diagnostic code in memory only but could not duplicate. During servicing, sp found the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿ and the unit failed the power on self test (post). The sp found there was thermal damage on the direct current (dc) - dc converter printed circuit board assembly (pcba) and replaced the part. Additionally, the sp replaced oxygen sensor during preventive maintenance. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One dc-dc pcba was received for failure analysis. A visual inspection of the returned part was conducted, and it was observed that component capacitor (c83) had thermal damage. If a failure of the c83 component occurs while in use on a patient, the ventilator response would be a loss of ventilation. The investigation could not determine the cause of the initial reported background code. The cause of the smoke was isolated a fault in the c83 of dc-dc pcba. There is an existing previous internal investigation regarding the c83 issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing of this 980 ventilator for background diagnostic code generation during patient use, when the ventilator was powered on, the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿.

Manufacturer narrative:
Issue identified during evaluation of the device h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing of this 980 ventilator for background diagnostic code generation during patient use, when the ventilator was powered on, the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿. The device is available for evaluation. As the device was being evaluation for an unrelated report, when powered on the service pe rsonnel (sp) saw smoke from the device. The sp found that there was thermal damage to the direct current (dc) - dc printed circuit board (pcb). Additional details are pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code. Although patient intervention details are unknown there was no injury to the patient. On (B)(6) 2023 during servicing for this issue, when the ventilator was powered on, the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿. Reportability was reassessed based on the service analysis where smoke was observed.

Manufacturer narrative:
Correction: section b3 and b5 section d9 section h6 evaluation code method additional code added conclusion code remove d02 and add d15 as the primary conclusion of the reported event related to the backgound fault component code remove g02005 and add g07001 related to the background fault. Issue identified during evaluation of the device h3: device evaluation summary: updated medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code. Although patient intervention details are unknown there was no injury to the patient. On (B)(6) 2023 during servicing for this issue, when the ventilator was powered on, the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿. The device is available for evaluation. The service personnel (sp) inspected the ventilator and during initial testing sp confirmed the the background diagnostic code in memory only but could not duplicate. During servicing, sp found the ventilator made an ¿abnormal operating sound and smoke emitted from the ventilator¿ and the unit failed the power on self test (post). The sp found there was thermal damage on the direct current (dc) - dc converter printed circuit board assembly (pcba) and replaced the part. Additionally, the sp replaced oxygen sensor during preventive maintenance. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not determine the cause of the initial reported background code. The cause of the smoke was identified as a faulty dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.